Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - a sample has been returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample is returned for evaluation, a device evaluation will be performed and a supplemental report will be filed.

Event description:
It was reported that after an injection with the bd ultra fine insulin pen needle, the customer had a huge blister with drip marks on her skin that had a weird chemical smell. She had her daughter take her to the emergency department where she had the blister lanced. She reports it seems to be better now and open said that she "felt it was the insulin's fault".